Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The baseline gender/age/weight of the patients represented in the article is male (B)(6). Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The model listed in the report is a representative of the model family, as there is no specific model listed; however possible models could include: 7297, 7303, 7277, 7289, or c154dwk. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿an improved algorithm calculated from intrathoracic impedance can precisely diagnose preclinical heart failure events: sub-analysis of a multicenter momotaro (monitoring and management of optivol alert to reduce heart failure hospitalization) trial study.¿ journal of cardiology 70 (2017) 425¿431. Http://dx.doi.org/10.1016/j.jjcc.2017.05.004. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding implantable cardioverter defibrillators (ICD) with the feature to measure fluid accumulation in patients with heart failure. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that there were "false positive" device detections. Of note, the information for this article was taken from previously analyzed data and the ¿simulation of fluid index with modified algorithm.¿ the information between the original and simulated data was compared. There was unknown treatment/resolution indicated with the provided information. The status/location of all devices is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was obtained through follow up with the author who indicated that there were "no adverse events for device failure related to medtronic products." No further information was provided.